Event description:
It was reported the patient underwent an initial temporomandibular joint replacement approximately three years ago. During the procedure, zimmer biomet implants were implanted on the left and competitor products were implanted on the right. The patient had the competitor product removed on an unknown date. The patient is still experiencing pain, malalignment, pressure towards the left ear, preauricular tenderness on palpation and malocclusion on the left side. Further, the surgeon noted that the patient's anatomy could be contributing to the event. A custom implant is being made for the patient's left side; however, no further intervention has been reported to date.

Manufacturer narrative:
Upon receipt of additional information, it was determined to be not reportable as this component is a competitor product and not manufactured by zimmer biomet. Therefore, this report should be voided.

Event description:
It was reported the patient underwent an initial temporomandibular joint replacement on an unknown date. Subsequently, the patient underwent a revision procedure on an unknown date due to unknown reasons. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - norway. The device has not been returned to zimmer biomet; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.